Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that a free flow was observed despite pinch clamps and accuslide being applied. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.